Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported something is wrong with the device implanted in the chest "fabricated by your company someone is sending images to this medical loop, and has been receiving images on the device/wire/eye. The defibrillator is being used as an open channel." The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.